Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 470-480 mg/dl. The customer changed supplies and resumed insulin therapy. Despite recurring occlusion issues, the customer consistently took these corrective actions to resolve each event.